Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4: h4: the device manufacture date and serial number were unknown. D10: concomitant device: truespan 24 degree plga device, therapy date: (B)(6) 2023.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure on an unknown date the truespan meniscal repair system plga 24 degree device white tube on the needle came out. There was no delay in the procedure reported. There were no adverse patient consequences reported. The date of event was unknown but was known to have occurred in 2023. No additional information was provided. This is report 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. D4: the serial number and expiration date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Upon visual inspection, it was observed that the device did not have the white sleeve, it was not returned. The rest of the device does not show stcrtural anomalies. To test its functionality, the red trigger was pressed several times and the spring pusher shaft slid without anomalies. A manufacturing record evaluation was performed for the finished device 226l780 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; ; an excessive manipulation of the device could have caused the sleeve to detach , although this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H10 correction narrative: d9, h10: the date device returned to manufacturer and UDI were inadvertently missed on the previous report; and have been updated accordingly to reflect the correct information. Therefore, UDI: (B)(4).